Event description:
It was reported that the impedance of the lead as measured through the device was 325 ohms prior to the device being changed out and the lead impedance as measured with the analyzer was 275 ohms. It was later reported that while the patient was in the neurological intensive care unit (ICU) it was noted that there was a lead warning for low impedance values, unipolar impedance measurements higher than bipolar impedances, and the patient was experiencing atrial fibrillation. Discussed reducing ventricular refractory period and leaving pacing in unipolar and sensing in bipolar for better thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the impedance of the lead as measured through the device was 325 ohms prior to the device being changed out and the lead impedance as measured with the analyzer was 275 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.